Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.an RMA was authorized for return of transmitter for further investigation.

Manufacturer narrative:
On august 17, 2025, the user informed senseonics that their cgm system displayed glucose values that differed from glucometer measurements, including a very high glucose reading observed during a hospital visit. The case was escalated for additional review, and the initial data management system (dms) evaluation revealed findings consistent with situations in which estimated values provided by the app were entered as calibrations rather than true bg values. The user was advised that only a true bg meter value obtained from a finger stick should be entered when calibrating. Entering an estimated value or using a value from the eversense cgm or any other cgm can disrupt calibration and lead to significant deviations in sensor readings. The user was instructed to re-link the sensor to correct the potential calibration misalignment but was unable to complete the process. Thus a transmitter replacement was provided, and the existing transmitter was requested for investigation; however, it was not returned by the time the complaint was closed. Review of in-vivo raw sensor data showed no anomalies, and the user's system was monitored for a few days following the transmitter replacement, during which sg and bg values demonstrated good agreement. A review of data from the two weeks following the event further confirmed stable and consistent agreement between sg and bg values. B4. Date of this report 15 nov 2025. G3. Date received by the manufacturer? 15 nov 2025. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.